Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This event was originally submitted as MDR 1822565-2013-00546. Evaluation summary: it is unknown whether the screw was inserted under power or with hand torque. Cause cannot be definitively determined. The proximal fragment of the screw was returned for inspection. The fracture occurred between the second and third threads. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that as the surgeon drove the screw into place, the screw fractured.